Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pt was taken to operating room for open heart surgery. One minute after cross clamping, it was noted by the perfusionist (ccp) that the blood in the line was dark red color and it was determined there was no oxygen flow. The oxygen was immediately disconnected from the vaporizer/desflurane on pump and connected directly to oxygen tank. The blood immediately began to turn bright red. After full investigation, the physician determined the pt did not suffer any adverse consequences. No clear explanation was ever identified in this case. All equipment involved was evaluated by service representatives from hospital and by company with no issues found. Despite the pt having no adverse event, the surgery team requested this event be reported for increased awareness and to ascertain if similar events had occurred in other facilities. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the pt. (B)(4) / MDR # 1828100-2015-00299 clinical summary: the MFR became aware of the incident in (B)(4) 2015, when the maude voluntary report # mw5038814 was sent from the FDA. The incident actually occurred on (B)(6) 2014 at (B)(6). The MFR's clinical services (cs) spoke to the hospital risk manager (rm), the morning of (B)(6) 2015. The rm gave the MFR's cs permission to speak to the ccp involved in the incident. The cs spoke to the ccp in the afternoon of (B)(6) 2015. The ccp confirmed the info posted in the MDR was accurate and that gas flow to the oxygenator was stopped when the forane vaporizer was turned on in the early minutes of cardiopulmonary bypass (cpb). This lead to low oxygen (o2) levels and high carbon dioxide (co2) levels in the arterial blood. The ccp checked the gas line connections adn after a few minutes he required that a portable oxygen tank be brought to the operating room. The 100% o2 tank and gas hose was connected directly to the oxygenator gas inlet port. According to the ccp, the arterial blood quickly became bright red as usually seen during cpb. The ccp stated, the pt was hypoxic for four to five minutes as the issues were being troubleshooted. The ccp stated the system-1 that was being used for the procedure does not have an electronic pt gas system (epgs). The ccp also confirmed that after the procedure was completed, a blockage in the forane vaporizer was found and was the root cause of the loss of gas flow. The ccp stated there were no functional or performance issues with the system-1 during the procedure.

Manufacturer narrative:
Maude voluntary report # mw5038814.